Manufacturer narrative:
Correction made to a2: age at time of event: 61 years (previously submitted as ni). Correction made to a3: gender: female (previously submitted as ni). Correction made to a4: weight: 77 kg (previously submitted as ni). Additional information was added to d4: expiration date, d9, e3: occupation, h3, h4, h6 and h10. H10: the device was received for evaluation. Visual inspection was performed and the male luer was observed cracked into the connector of the non-baxter product. It could be observed that a trace of external force applied to the components, making an appearance of white color, on the cracked component. The reported condition was verified. The cause of the condition could not be determined, however was most likely due to excessive force applied to the connection. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the hub of a clearlink system continu-flo solution set that connects to an IV connector broke off in the IV connector. The issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.